Manufacturer narrative:
(B)(4) evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The damaged power supply was identified during functional testing. The cause of the condition was unable to be determined. To correct the condition, the dc power supply was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power supply board. No additional information is available.